Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was observed inside the balloon body which was an indication that there was a leak. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole which was located at approximately 2 mm from the proximal end of the proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the markerbands, blades or tip of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found no issues with the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was in a moderately tortuous and severely calcified mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon was advanced after pre-dilatation was performed using a 2.5x12 non-bsc balloon catheter but the balloon was unable to cross due to severe calcification. Dilatation was then performed two times at 12atm in the area before reaching the lesion, the balloon ruptured on the second inflation. The procedure was completed with a different device. No patient complications were reported. It was further reported that the device was simply pulled out from the patient's body and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was in a moderately tortuous and severely calcified mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon monorail was selected for use. During procedure, the balloon was advanced after pre-dilatation was performed using a 2.5x12 non-bsc balloon catheter but the balloon was unable to cross due to severe calcification. Dilatation was then performed two times at 12atm in the area before reaching the lesion, the balloon ruptured on the second inflation. The procedure was completed with a different device. No patient complications were reported.